Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the distal circumflex coronary artery. An attempt was made to cross and treat the perforation with a 2.8x16 rx graftmaster covered stent system, but this device failed to cross due to patient anatomy. The perforation self-sealed with no intervention required. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.